Event description:
Bilateral tissue expander rupture, for scalp, right side.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). The device was returned and investigated by the manufacturer. Investigation of the returned devices was unable to visually identify a hole which would result in a leak or deflation. A secondary leak test, consistent with current in-process inspection, was performed and found both devices to be structurally sound without evidence of a leak. An additional leak test was performed whereby both devices were filled with a dyed liquid and allowed to sit under compression for a period of 30 hours, simulating clinical use, and no evidence of device leakage was found. Based on the results of this testing, there is no evidence of an identifiable leak in either of the returned units. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.